Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient acquired tricuspid valve regurgitation and it was thought to be due to the right ventricular (rv) lead. Additionally, the rv lead was planned to be extracted. There was no intervention made as of this time. The lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient acquired tricuspid valve regurgitation and it was thought to be due to the right ventricular (rv) lead. Additionally, the rv lead was planned to be extracted. There was no intervention made as of this time. The lead remains in service. No adverse patient effects were reported.